Manufacturer narrative:
A manufacturing record review was unable to be completed as the lot number is unknown. The device has not returned for evaluation. Based on the additional event information received, it is likely that the user removed the trapliner through a closed hemostasis valve, which provided enough resistance to cause the reported separation. If the device returns for investigation and we receive additional information from the investigation, a follow-up report will be submitted.

Event description:
7fr trapliner was used during a cto procedure of an rca. Case was approximately 3 hours in length with rotoblation of rca required. There were no issues or concerns with the trapliner device during the procedure. Upon removal of the device the valve was opened and the trapliner was pulled out. The guide extension piece came through the valve and then broke. The physician was holding the one end and the extension piece which was sticking out of the valve. Both pieces were retrieved without issue. No patient injury or impact was reported. No medical intervention was required. Additional information received 10may19: the physician stated, it was the first time for this internal cardiologist working with a cto case at this site. He tightened the valve to prevent leaking. However, the physician that removed the catheter is the one who removed the trapliner, so he wouldn't have loosened the lock as he didn't think it was tightened during the case.